Manufacturer narrative:
(B)(4). Approximate age of device ¿ 33 days.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient¿s lactate dehydrogenase (ldh) increased on (B)(6) to 781 u/l from 200 u/l on (B)(6). Despite supratheraptic inr, the patient was anticoagulated on a heparin infusion. Patient was also on a full dose aspirin daily. On (B)(6), the patient reported some dizziness and almost passed out. System controller history interrogation revealed low flow alarms; however, there were no high power readings. Based on an echocardiogram, the patient was started on dobutamine and lasix infusions. Brain natriuretic peptide (bnp) was in the 4,000¿s pg/ml. On (B)(6), the patient was placed on milrinone due to arrhythmias. On (B)(6), the patient started to decompensate. Ramp echocardiogram revealed that the pump was not operating as expected. CT angiography showed there was no flow through the device. Another manufacturer¿s percutaneous device was placed. A pump exchange was performed on (B)(6). On (B)(6), it was reported that the patient was recovering and doing well, but still admitted to the hospital. The inr goal was set to 2.5-3.5. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. The report of device thrombosis was confirmed through the evaluation of the pump. The pump was returned with the driveline cut approximately 3.5 inches from the pump body and the severed portion was not returned upon disassembly, a thrombus formation was found surrounding the inlet bearing ball and rotor inlet obstructing approximately 40%-50% of the blood flow path. The thrombus formation extended out from the inlet bearing ball/rotor head and encompassed the inlet bearing cup. Upon disassembly, the bearing cup was removed from the inlet bore and remained affixed to the bearing ball via the thrombus. The thrombus ring appeared to form in laminated layers and also revealed areas of denaturation, indicating that the thrombus developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. A red and white, tissue-like formation was found at the inlet extension/conduit elbow junction. A red, tissue-like deposition was noted in the lumen of the outflow graft. A small brown film was found surrounding the outflow graft attachment. Origins of the depositions and duration of time for which they were present in these areas cannot be conclusively determined. The depositions did not appear to completely occlude the blood pathway. The depositions were obstructing a significant portion of the blood flow path and could have contributed to the reported hemolysis and low flow alarms. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.